Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, he has been experiencing high blood glucose. Customer mentioned his blood glucose was initially 163 mg/dl by the evening it was 292 mg/dl. Treated with eight units of insulin and it went up to 466 mg/dl. It has been dropping and raising about 200 points at a time within a 12 hour span. Troubleshooting was performed and a tubing clamp was sent. Once customer received tubing clamp she call back on 08/07/2014 and troubleshooting was completed. The device passed high pressure test and no anomalies were noted on the device. Customer is not returning the device for analysis.